Manufacturer narrative:
The underlying cause documented per the independent repair statement ((B)(4)) is: sieve beds/tie-wraps/cabinet/clogged. Additional evaluation determination does not change reportability decision due to unit intermittent alarming.

Event description:
Dealer is stating that the low o2, ranging from 80 to 90%. Sometime the units is alarming with yellow light, and sometimes it isn't.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
Dealer is stating that the low o2, ranging from 80 to 90%. Sometime the units is alarming with yellow light, and sometimes it isn't.